Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1116769. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.